Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The capsular bag ripped as the lens came out of the injector. The lens was removed with no widening of the incision and no suture was needed. The capsule tear was not lens related. The surgeon plans to implant a three piece lens.

Manufacturer narrative:
(B)(4) (no product allegation against the product): evaluation codes: results: visual inspection of the returned product found small tear on optic. Lens returned in vial and in liquid. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was not lens related. (B)(4).